Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that insulin pump had been alarming in the middle of the night to calibrate. It was found that the time was not correct on pump. Customer's blood glucose was 209 mg/dl. Caller was advised to monitor insulin pump.